Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided the following result of the culture test, performed at the third-party labs: sampling date: jun 06, 2023. Sampling from: biopsy channel (ch). Cfu: 2cfu. Bacterial identification: unknown. Sampling from: suction ch. Cfu: 6cfu. Bacterial identification: unknown. Sampling from: auxiliary water ch. Cfu: 8cfu. Bacterial identification: unknown. Sampling date: jun 13, 2023. Sampling from: biopsy ch. Cfu: 4cfu. Bacterial identification: unknown. Sampling from: suction ch. Cfu: 6cfu. Bacterial identification: unknown. Sampling from: air/water ch. Cfu: 4cfu. Bacterial identification: unknown. Sampling from: auxiliary water ch. Cfu: >100cfu. Bacterial identification: unknown.

Event description:
The customer reported that the cleaning disinfection and sanitization practices are unknown. They did confirm there were no patient infections,. The culture samples remained positive as the device was returned from maintenance and not used on a patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices (see b5) and the device evaluation. The device was evaluated and a few defects were noted where the distal end, air/water cylinder, suction cylinder, and suction channel were scratched, and the channel mount and mouthpiece were damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for the main indicator microorganisms (staphylococcus aureus, pseudomonas aeruginosa, enterobacteriaceae, and yeasts) on (B)(6) 2023 with 6 colony forming units (cfus) in the suction channel and 8 cfus in the auxiliary channel. During a second test on (B)(6) 2023, the suction channel had 6 cfus and auxiliary channel had greater than 100 cfus of the main indicator microorganisms. The following channels were sampled: biopsy, suction, air/water, and auxiliary channels. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for 8 colony forming units (cfus) of coagulase-negative staphylococci. The results obtained comply with the alert level for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.